Event description:
Report received of an unrequested bolus dose delivery. Reportedly, while two nurses were in the process of programming the pump, they observed that the patient pendant was loose at the back of the pump. One of the nurses moved the patient pendant and observed that the pump delivered a dose. The pump was removed from clinical service.